Event description:
It was reported that the leg extension released knob was not working properly and was sometimes hard to released from table. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extension screws were tightened during the service call. The system was tested and found to be working as intended and put back into service.